Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission with the pacemaker in backup vvi mode. The patient was brought into the clinic and the device was restored to normal function by reprogramming. The patient was in stable condition following reprogramming.